Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels due to air bubbles in the reservoir. The air bubbles appeared after two days from insertion. Customer's blood glucose level was 367 mg/dl. The customer was vomiting and had ketones. The device was not returned.